Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 13 atmospheres for 30 seconds, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.